Event description:
It was reported that the right ventricular lead exhibited noise and had a hole in the lead. The lead was repaired and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.